Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced severe infection and drainage from wound, lack of incorporation. After treatment, the patient experienced revision surgery.

Manufacturer narrative:
Additional information received shows that this event is a duplicate of another product event reported under 9615742-2018-01158. This file will be closed and all further updates processed under a separate file for this event. If information is provided in the future, a supplemental report will be issued.